Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarms. Unable to confirm other alarms in alarm history screen due to the motor error alarms during the rewind. The pump also had a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer called and reported she received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 120 mg/dl. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.